Event description:
It was reported that evaluation of the controller found fluid ingress.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: fluid ingress, discolored power cables. The system controller (serial number (B)(6) was returned for evaluation; no atypical events regarding the system controller were reported. Per additional information, the reason for the controller¿s return was unable to be determined. The returned system controller was functionally tested and was found to operate a mock loop as intended. The provided log file, as well as a log file extracted from the controller during testing, were both reviewed, collectively containing data spanning approximately 17 hours ((B)(6)2023, 1:36 ¿ 11:09 per timestamp and (B)(6)2023, 8:46 ¿ 15:17 per timestamp). No atypical events regarding the controller were observed. The driveline was observed to have been disconnected from the controller on (B)(6)2023 at 15:17 to conduct the controller exchange, occurring on the same day as the patient's reported pump exchange. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The controller was shipped to the customer on 14jun2017. The heartmate ii patient handbook (rev. C) instructs users to never submerge their equipment, including their system controller, underwater. The patient handbook also instructs users to never expose their equipment to liquids or fluids of any kind. The heartmate ii patient handbook (rev. C, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment for damage, including damage to the system controller, and to obtain replacements if needed. The heartmate ii patient handbook (rev. C, section titled ¿emergency contact list¿) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.